Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the physician has been experiencing some issues at the moment of inflating the trek balloon. The balloon was observed to be shifting forward during inflation. It was reported that the shift is clearly visible under fluoroscopy and it is about few millimeters. No adverse patient consequences have been reported. No additional information was provided.